Event description:
The recipient experienced loss of lock between the internal device and external equipment. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection system lock could not be obtained at any spacing. The no lock condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed that some resistors had corroded traces. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This concluded from the residual gas analysis and dye penetrant data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of some resistors. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
This is the final report.